Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when priming. Customer does not recall any significant events leading to the error but indicated that alarm had occurred multiple times over the last three weeks. Customer indicated the alarm was resolved by a complete set change but didn't indicate if all of the alarms could be resolved that way. Customer's blood glucose was unknown at the time of incident. Customer was unable to troubleshoot but indicated that she would return the set and reservoir for analysis.